Event description:
Related manufacturer report number: 2017865-2023-00275, related manufacturer report number: 2017865-2023-00277. It was reported that the patient presented for routine generator change on (B)(6) 2022. Subsequent measurement of the right ventricular (rv) lead revealed high defibrillation impedance. The physician believed it was damaged during the device change. Also noted was right atrial (ra) lead noise. There was also an inactive atrial lead that had previously been capped on (B)(6) 2016. The patient was scheduled for lead revision on (B)(6) 2022 and the rv and inactive ra lead were explanted. The active ra lead was capped and replaced. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.